Event description:
It was reported that patient presented in clinic for a routine follow up. Upon interrogation, several episodes of ventricular noise was observed. The noise was not reproduced with isometrics and pocket manipulation. Device setting was changed to less sensitivity during follow up and no noise was observed. Pacing impedance was low but stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.